Manufacturer narrative:
This report is submitted on august 29, 2019.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). Surgery to reposition the magnet was completed on (B)(6) 2019. The implanted device remains.